Manufacturer narrative:
According to the customer on (B)(6) 2023, after being in place for a few hours, bleeding was noted. The customer reported this was due to the clamp not being tight enough. Due to this, the provider was notified and a new device was used. The customer reported this was caught early and reported no additional intervention or injury related to the incident. The device was discarded. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Clamps not tight enough causing bleeding.